Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of premature ventricular contractions was observed via remote transmission. The patient was asymptomatic. The physician elected not to take any action.